Event description:
It was reported that the tvt placement was uneventful and not unusual. The pt was content and pleased with the procedure until approx 2.5 weeks after surgery at which time the pt developed pelvic pain. The pt had been compliant with the dr's recommendations regarding resumption of activities. Upon examination, physician found a small edge of mesh protruding through the vaginal mucosa 1.5cm left lateral to the vaginal incision. 2-3mm of uneven mesh edge was visible. Lateral to this, the dr could palpate mesh going up into the retro-pubic space in the usual fashion. On the right, the mucosa was intact, but while the mesh could be palpated going up into the retro-pubic space laterally, no mesh could be palpated in the midline. The urethra appears hypermobile. Physician recalls no visible defect in the mesh and no mishandling of the mesh. At this point the pt desires no further treatment. The pt will be followed expectantly. If the mucosa does not cover the exposed mesh, physician will excise the exposed portion.